Manufacturer narrative:
(B)(4)

Event description:
The customer¿s wife complained that the customer received erroneous inr results on coaguchek xs meter with serial number (B)(4). The customer initially tested with a result of 6.7 inr at 10:23 a.m. The customer stuck a new finger and tested on the meter at 11:04 a.m. And got a result of 3.4 inr. The customer has difficulty getting a good drop of blood and it took longer than 15 seconds to apply the blood to the test strip. The customer reported both results to the doctor. The customer thought the result of 6.7 inr was incorrect. The doctor decreased the customer¿s coumadin dose based on the result of 3.4 inr. The customer¿s therapeutic range is 2.0-3.0 inr. No adverse event occurred. The customer is in stable condition. The customer is not anemic and does not have antiphospholipid antibodies. The customer is not on heparin or other direct thrombin inhibitors. The customer has had no changes to diet and is not taking any new medications. The customer recently had the flu during (B)(6). The customer is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. The meter and strips were returned. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.5 inr, donor #2 inr: 2.5 inr. Donor #1 hct: 45%, donor #2 hct: 54% . Donor #1: master lot: 2.5 inr, donor #1: customer strip and customer meter: 2.5 inr. Donor #2: master lot: 2.5 inr, donor #2: customer strip and customer meter: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. No information was provided in the complaint that would point to a cause for the discrepant results. Relevant retention test strips (lot 235476-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable. A specific root cause was not identified for this event.